Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported the patient expired. It is unknown if the sensor or implant procedure caused or contributed to the death.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.